Event description:
A strand of hair was found in the posterior spine pack after it was opened. Hair discovered under the blue towel that sits on top of the gown in the pack; pack discarded; hair not saved, no pic taken; packing list saved. Picture of packing list attached.